Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an anterior capsule tear during laser assisted cataract surgery. The intraocular lens was placed in the sulcus. No vitrectomy was required but an enlarged incision was performed to implant a larger lens. The surgeon does not know what caused the tear.

Manufacturer narrative:
Additional information provided the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).